Event description:
Scoli patient was implanted with hardware from t1 - pelvis. Images taken 6-months post op show breakage of the two screws that were placed in the pelvis. The surgeon is taking no action at this time.

Manufacturer narrative:
Images show the patient had a significant curve. Bilateral construct t2 - pelvis with multiple fixation points, two cross connectors approx located at t3 and l1. Images confirm breakage of the screw shank below the polyaxial head of the screws in the pelvis. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.